Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced insulin pooling in the cartridge bay with leakage and failure to prime after a cartridge change, leading to a continuous glucose monitor reading of approximately 400 mg/dl for about 1.5 hours; troubleshooting identified the connector/coupler as the affected component, and replacing the connector resolved flow with observed drops during fill. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a leakage issue related to a seal and traced to the connector/coupler, consistent with a fluid leak medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.